Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian reported the patient was in an accident while riding an e/bicycle. The patient crashed into a car and reportedly almost died. As a result of the crash, the pod fell off the infusion site (leg). The patient was transported to the hospital and was given insulin. The personal diabetes manager (pdm) alerted the patient's blood glucose levels were 2.2 mmol/l (39.6 mg/dl). The patient was currently still hospitalized while reporting this incident and is in rehabilitation.